Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) had backflow the following information was received by the initial reporter with the following verbatim: the nurse describes: the nurse describes: "blood reflux was observed in the multiway extender beyond the valves with the presence of blood in the patient's bed. (Extender with positive pressure valve fitted with 3 anti-reflux filters). Obstructed cic. Need to reinsert a huber needle with heparinization of the central venous line". There were no consequences for the patient, apart from having to clear the blockage and change the canula on the implantable chamber. The device could not be recovered.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9547766, in which the customer has stated: ¿blood reflux was observed in the multiway extender beyond the valves with the presence of blood in the patient's bed¿. The product in use at the time is reported to be a mz9278 from lot 21025645. The customer reported that they observed blood reflux into the hydration line and into the unused line that had leaked into the bed. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 21025645 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9278 products in the past 12 months.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Correction: g code updated.